Event description:
It was reported that two day post implant, the lead dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.